Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/16/2023. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related medwatch reports: 2210968-2022-07661.

Event description:
It was reported that a patient underwent a tendon repair procedure on (B)(6) 2022 and suture was used. During surgery, when the foil is opened, the suture seems undyed and the suture is breaking. There were no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained: could you please clarify how many devices present the issue? 2 devices have the issue. What was being done when the suture broke (removal from package /during passage through tissue/ during tying / post-op)? Device broken during the time of tying. Could you please clarify if the patient suffer from any sign or consequence due to the issue? Please provide more details. - no consequence happened. Used another batch of the same suture. Related medwatch reports: 2210968-2022-07661.